Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a hip arthroplasty on an unknown date with a biomet stem/head and an unknown cup. Limited information suggests a revision procedure may occur.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as no adverse effects was reported and no revision procedure is planned. The initial report should be voided.